Event description:
Five months after ablation a severely cirrhotic man who underwent multiple ablations for a 9cm hepatoma, developed a delayed intrahepatic abscess which was successfully treated with percutaneous drainage.